Event description:
The patient is a (B)(6) man who presented with a 90% bifurcating lesion of the proximal lad, an 80% lesion in the proximal 1st diagonal, a positive functional ischemia study, and unstable class I b angina per braunwald classification. On (B)(6) 2010 at 13:21, the patient underwent pre-stent balloon angioplasty and placement of one study cypher stent in the proximal lad. Another lesion in the 1st diagonal was treated with balloon angioplasty only. The post-procedure course was uncomplicated and the patient was discharged on (B)(6) 2010 on dual antiplatelet therapy. The sheath used for the procedure was a cordis 6f avanti sheath. On (B)(6) 2010, the patient presented with right groin lump and pain. The lower extremity arterial duplex ultrasound on (B)(6) 2010 revealed anechoic mass measuring at least 2.21x1.42 cm adjacent to the right femoral common artery. There appeared to be a short neck off the common femoral, however, no flow was demonstrated in the anechoic mass itself. Differential diagnosis included a pseudoaneurysm, which had been sealed by a clot or a hematoma. A follow-up arterial imaging doppler study of the right groin on (B)(6) 2010 reported the findings compatible with pseudoaneurysm anterior to the right femoral common artery with the vascular patency between the artery and the pseudoaneurysm, which was not seen on the recent "outside study." There was vascular flow noted within this area, and there was a short segment neck that was connected with the right common artery. The vascular surgery consultation was performed on (B)(6) 2010. On (B)(6) 2010, right femoral common pseudoaneurysm was successfully treated with thrombin injection under ultrasound guidance.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from the (B)(6) study indicated that a patient developed a pseudo-aneurysm after having a coronary artery stenting procedure. The patient had a lesion in the proximal left anterior descending artery bifurcating with the firs diagonal. A 3.0mm x 28mm cypher stent was implanted in the lad and the first dx was treated with balloon angioplasty only. The procedure was completed without complications and the patient was discharged the following day. Three days after the procedure the patient presented with right groin pain and a lump. A lower extremity arterial duplex ultrasound was performed the following day and revealed an anechoic mass measuring at least 2.21x1.42 cm adjacent to the right femoral common artery. There appeared to be a short neck off the common femoral artery, however, no flow was demonstrated in the anechoic mass itself. Differential diagnosis included a pseudo-aneurysm, which had been sealed by a clot or a hematoma. A follow-up arterial imaging doppler study of the right groin seven days later reported the findings compatible with pseudo-aneurysm anterior to the right femoral common artery with the vascular patency between the artery and the pseudo-aneurysm, which was not seen on the recent "outside study." There was vascular flow noted within this area and there was a short segment neck that was connected with the right common artery. A vascular surgery consultation was performed five days later and the right femoral common pseudo-aneurysm was successfully treated with thrombin injection under ultrasound guidance. The site reported probable relatedness of the event to the index procedure with no relatedness to the implanted cypher stent. The sheath used during the procedure was a 6fr avanti sheath. The patient was on dual anti-platelet therapy at the time of the event. The sterile lot number for the device is unknown there for a device history report review could not be performed. Pseudo-aneurysms are a known procedural complication associated with gaining vascular access for percutaneous interventions. This type of complication is associated with practitioner technique; the number of sticks needed to gain access, and is more prevalent in obese patients. The use of anticoagulation during and after the procedure may also contribute to this type of event. With the information provided it is not possible to determine an exact cause for the event but given the time frame of the event patient compliance with discharge instructions (no heavy lifting after the procedure) and or anti-platelet therapy may have contributed to the event. There is no indication of a design or manufacturing related issue therefore no action is required.